Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated an operator was exposed to waste fluid while repairing a waste line bracket. The operator was wearing proper personal protective equipment at the time when their finger puncture. The customer stated the waste line bracket was replaced and the instrument was operational. As a precaution, the operator's blood was drawn for potential exposure to hepatitis b, hiv, and rapid exposure profile. Siemens recommended the customer follow laboratory policy for potential exposure. A siemens customer service engineer (cse) verified the fitting replaced by the customer and leak was eliminated. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The waste line at the back of a dimension vista 1500 instrument was leaking. The operator was fixing a loose bracket that attaches the waste line to the instrument and their finger was punctured while making the repair. The operator was wearing proper personal protective equipment (ppe) at the time and rinsed the affected area with water and cleaned with alcohol. As a precaution, the operator's blood was drawn for potential exposure to (B)(6), (B)(6), and rapid exposure profile. There were no reports of patient intervention or adverse health consequences due to the operator's exposure to the waste fluid.